Manufacturer narrative:
The investigation determined that a lower than expected b-hcg result was obtained when a patient sample was tested using vitros b-hcg lot 2640 in combination with a vitros 5600 integrated system. The most likely assignable cause of the lower than expected vitros b-hcg result is the presence of biotin in the patient sample. The customer confirmed that the patient had taken a biotin containing supplement on the date the lower than expected vitros b-hcg result was obtained. In july 2018, ortho issued a customer communication (cl2018-149) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros b-hcg assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 1000 ng/ml (0.040 umol/l). In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An instrument issue cannot be completely ruled out as a contributor to the event, as no diagnostic precision testing was performed to verify the performance of the vitros 5600 integrated system. Historical qc results from vitros b-hcg lot 2640 testing were acceptable. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot 2640. A vitros b-hcg lot 2640 reagent issue is an unlikely contributor to the event. Email address for contact office in field (B)(4).

Event description:
The customer reported that a lower than expected bhcg result was obtained when a patient sample was tested using vitros immunodiagnostic products total b hcg ii reagent lot 2640 in combination with a vitros 5600 integrated system. Patient 1, vitros b-hcg result of < 2.39 miu/ml versus the expected result of = / > than 25 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros b-hcg result was reported from the laboratory to a physician. However, no treatment was altered, initiated or stopped as a result of the reported vitros b-hcg result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).